Manufacturer narrative:
Continuation of medical devices: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 27-oct-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 27-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient performed back stretch, resulting in loss of efficacy. Pain was returned to baseline pattern and intensity. X-ray showed both leads migrated upward 1/2 of a disc space. Device interrogation showed no device deficiencies. Patient's device was interrogated and reprogrammed. The etiology was probably related to the leads. The outcome was reported to be recovering/resolving as of (B)(6) 2018. No further complications werereported as a result of this event.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the adverse event was a lead migration leading to decreased efficacy from the spinal cord stimulation device. Medications were administered, and the outcome of the event was noted to have been recovered/resolved as of (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# :(B)(4), implanted: (B)(6) 2018: product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the lead migration led to a return of the patient¿s baseline groin pain.